Manufacturer narrative:
--

Event description:
Additional information was obtained and indicated that the physician tried to put in another rv lead but were unsuccessful because the patient had three leads in and it was tight in the superior vena cava. The physician decided to turn off the tachy mode. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device evaluation, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed high shock lead impedance measurements of greater than 200 ohms. No noise or stored episodes were observed. Boston scientific technical services (ts) suggested to performed isometrics and discussed electromagnetic interference (emi) as a cause. The health care professional (hcp) was to perform the recommended testing. The system remains in service. No adverse patient effects were reported.